Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vticmo13.2 implantable collamer lens, -12.0/+2.5/087 (sphere/cylinder/axis), and the lens tore/broke during injection into the eye. The lens was removed during the same surgery, with no apparent injury. Another same model lens was implanted on (B)(6) 2018. The lens exchange resolved the problem.